Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that a replacement quadrox-ID 30000 with lotnumber 3000227209 has been sent to the hospital, after the customer noticed a small tear on the sterile bag of the first quadrox-ID 30000 with lotnumber 3000221560 on july 24th. (This oxygenator will be handle in complaint (B)(4). No damages noticed on the outer carton box. However; the replacement oxygenator with lotnumber 3000227209 still showed serious crease in the sterile bag, suspected of air leakage by the customer. The customer refused to use the product and considered it was serve quality issue on the products. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the customer noticed a small tear on the sterile bag of the first quadrox-ID 30000 with lotnumber 3000221560 on july 24th. (This oxygenator will be handle in complaint (B)(4)). A replacement quadrox-ID 30000 with lotnumber 3000227209 (handled in this complaint) has been sent to the hospital, however, the replacement oxygenator with lotnumber 3000227209 still showed serious crease in the sterile bag, suspected of air leakage by the customer. The customer refused to use the product and considered it was serve quality issue on the products. No harm to any person has been reported. The affected be-hmod 30000 #sbe-quadr.-ID päd.o.filt. Was technically investigated in the getinge laboratory on (B)(6) 2022. During the visual inspection a hole in the sterile bag could be confirmed. Furthermore it was detected that the outer packaging (carton box) was also damaged. An exact cause of the damage could not be determined retrospectively. The most probable cause for the reported failure "holes in sterile bag" could be determined as external force during transport which led to the damaged of the sterile barrier of the product. Based on the investigation results the reported failure "hole(creases in sterile bag"" could be confirmed. The production records of the affected be-hmod 30000 #sbe-quadr.-ID päd.o.filt with lot#3000227209 were reviewed on (B)(6) 2022. According to the final test results, all be-hmod 30000 #sbe-quadr.-ID päd.o.filt with lot#3000227209 passed the tests as per specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).